Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer tested 11 samples with elecsys hcg + beta test system on a cobas e411 analyzer and with an allere test (quick test) for validation of the allere system. Of the data provided, the results for two samples were questionable. Patient 1: the initial result from the e411 analyzer was 0.10 miu/ml. On (B)(6) 2016, the result by the allere test was (B)(6). As the allere test was (B)(6), the sample was repeated on the e411 analyzer and the results were 126.90 miu/ml and 125.60 miu/ml. The result of 125.60 miu/ml was reported to the patient, but a new sample was requested because the patient reported her result was (B)(6) in an external laboratory. Patient 2: female, (B)(6). The initial result from the e411 analyzer on (B)(6) 2016 was 2.66 miu/ml. On (B)(6) 2016, the result by the allere test was (B)(6). As the allere test was (B)(6), the sample was repeated on the e411 analyzer on (B)(6) 2016 and the results were 423.90 miu/ml and 409.90 miu/ml. No result was reported for this patient and the customer asked her for a new sample. The customer believed the first result for each sample was correct. The patients were not adversely affected. The reagent lot number was 156542. The expiration date was requested but was not provided. The field service representative reported the customer transfers sample from the primary tube to a sample cup for testing. The sample is then transferred back from the sample cup to the primary tube. The field service representative believed contamination with another sample could have occurred.

Manufacturer narrative:
Based on the provided information, a specific root cause could not be determined. Additional information for further investigation was requested but was not provided.contamination of the samples with another positive sample was possible. The customer is waiting for the patient to return for confirmation of the result. A preanalytic issue was another possibility. A general reagent issue was excluded as calibration and qc data was acceptable.